Manufacturer narrative:
(B)(4). Date sent: 11/19/2020. D4: batch # r59d7d. Device analysis: the analysis results showed that the cs40b device was received with no apparent damage and with no reload present. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. Although there is no direct evidence of use error, the instructions for use do contain the following caution: either manually advance the retaining pin using the actuator button on top of the handle to capture the tissue within the jaw opening, or automatically advance the retaining pin by squeezing the closure trigger. Note that there is an audible click halfway through the closure stroke indicating that the device is in the intermediate position. In the intermediate position, the pin is fully seated in the anvil capturing the tissue, and the jaws are partially open. Reposition tissue within the instrument if desired. The closure trigger can be released at this point, and the instrument will maintain its jaw opening to allow for final positioning of the tissue to be cut and stapled. The retaining pin is fully engaged. Squeeze the closure trigger and handle together until the closure trigger is latched. Listen for an audible click. When the closure trigger is latched, the firing trigger moves to the ready-to-fire position. The cartridge has clamped onto the tissue which is ready to be cut and stapled. Ensure that the closing stroke is completed. All fingers should be completely removed from the closing trigger to ensure that the closing system holds. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/ batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Please explain what is meant by, ¿the device failed?¿ did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? What is the current status of the patient?

Event description:
It was reported that during a colectomy the device failed and the case was converted to a colostomy. No other information is available.